Event description:
Olympus was informed that during an unspecified procedure, the wrong needle was used in the sif-q140 scope. The needle would not come out of the scope and the pt died. The user facility did not allege that an olympus device caused or contributed to the pt's outcome. Olympus followed up with the user facility via telephone and in writing in an attempt to obtain more detailed information but with no result.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it's working properly. The exact cause of the pt's outcome cannot be conclusively determined.